Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicates the patient's ipg was replaced due the ipg being inoperable. The issue was resolved and therapy has been restored.

Manufacturer narrative:
Date of event is estimated. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018. During the procedure, the patient¿s system was explanted and replaced. The reason for the explant is unknown at this time.